Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The instructions for use and labeling were reviewed and found to be adequate. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said that had to stand up to get urine to get suctioning into the tubing. Patient stated they are experiencing urine pooling in purewick male external catheter went over some wick solutions for this and would call patient back on. Did water test and suctioning ok. It was unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said that had to stand up to get urine to get suctioning into the tubing. Patient stated they are experiencing urine pooling in purewick male external catheter went over some wick solutions for this and would call patient back on. Did water test and suctioning ok. It was unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided.